Event description:
According to the initial reporter, an operating room with a switchpoint infinity 2 did not routing endo cam to any of the monitors. Additionally, the reporter stated that the preview screen also displayed incorrect color bars. There was no pt involvement, and there were no adverse consequences as a result of this malfunction.

Manufacturer narrative:
There was no pt involvement. Therefore, this info is not applicable. There is no established expiration date for this device. The switchpoint infinity 2 is not an implantable device. The switchpoint infinity 2 is not an explantable device. Eval summary: the switchpoint infinity 2 allegedly did not route endoscopy camera images to any of the monitors. Furthermore, it was reported that the preview screen also displayed incorrect color bars at the time of the health profession's usage. Although the fiber termination was damaged at side of the device, the digital video interface (dvi) signal was suspected to have been present when routing to the endoscopy camera. There were no issues found during testing. After speaking with the initial reporter, it was determined that the device's color bars were present when problem occurred. This malfunction can occur when routing endoscopy camera images through the sdc, the device's digital capturing mechanism, to field monitor's when sdc is not turned on. After restarting the device, all functions worked according to specification. After attempting to perform corrective action, it was determined that the malfunction could not be replicated. If the alleged malfunction were to recur, the user would not be able view images as desired, potentially causing annoyance to the user and a possible delay in pt treatment unaware of procedural methods of re-routing video sources. This is not a single use device. Device evaluated in field.